Manufacturer narrative:
(B)(4): product analysis :visual and microscopic inspection identified flank damage, deformation and vertical shearing of the set screw thread, consistent with overloading of the device, consistent with incomplete seating of the rod during final tightening. There were a total of 25 set screws used in the procedure out of which 5 set screws malfunctioned.since the exact catalog number and lot number of the malfuctioned set screws were unknown at this point of time, we are filing one MDR for each lot number (5 lot numbers), (B)(4).

Event description:
Diagnosis: kyphosis and scoliosis it was reported that on an unknown date, intra-op, the surgeon was struggling to break off the set screw in a uniaxial reduction solera screw.

Manufacturer narrative:
Image review: xrays taken post-op.x-rays show correction of scoliotic deformity. Problem reported is inability/difficulty breaking of set screws. All set screws appear to be broken off in these pictures. Factors that may affect this include angulation of screw head, patient body habits and ability to sit torque /counter torque device on screw head. Root cause: inconclusive.